Event description:
It was reported that the patient did not have relief the way she had always had following a blood patch procedure. It was thought the blood patch may have plugged the catheter so the patient was not getting medication. The patient had a refill 2 weeks ago and after 3 days the patient was so cramped up and had so much spasms and pain that she could not walk. The patient was brought to a health care provider who wanted a CT scan because it was thought there was fluid in the brain. The patient previously had a shunt placed, which was examined and was working fine. The patient was getting 20 milligrams of oral baclofen daily. The patient had a full year of issues. The patient had extreme pain off and on all year. Three refills ago, the patient was taking oral baclofen and sleeping 12 hours a day. The patient had been in the wheelchair more than walking. The patient had shooting pains in her hips and numbness in her whole back and hip area and down her legs. In (B)(6) 2014, the patient was having all kinds of problems. The patient was refilled in (B)(6) 2014 and was good for 8 weeks, but following the june or (B)(6) 2014 refill the patient was "back down for the count" and was in a wheelchair again in constant pain. The pump was last refilled on (B)(6) 2014, and it was noted that the patient was getting next to no relief from it. Around (B)(6) 2014, the patient had an x-ray of the fluid going into the spine, and it showed that the pump was doing what it was supposed to do. The patient, however, was not getting any relief from it. The patient had one thing after another with a lot of pain, and the health care provider thought it was a pinched nerve. The pump was being used to deliver baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).